Event description:
The customer called to report that she was received several motor error alarms, but has not received any no delivery alarms. Troubleshooting was performed. No damage to the drive support cap noted. The customer stated that the insulin pump was exposed to airport x-ray and hand wands about a year ago. The customer also stated that the buttons have been sticking. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.